Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. Baxter quality engineering determined the reported condition to be failure code 94. No additional information is available.

Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of does not turn on. However, during previous service on (B)(4) 2010, the battery was replaced.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flogard infusion pump that cannot turn on was not confirmed or reproduced during evaluation. However, upon device evaluation the unit displayed f-94 on the display at power up. Failure code f-94 is due to a leaking main battery. The main battery was replaced to fix this condition. Should additional information be received, a follow-up medwatch will be submitted.